Manufacturer narrative:
Product complaint # pc-(B)(4). Date sent to the FDA: (B)(4). An empty opened foil and a dispensed needle/suture combination, of product were returned for analysis. During the visual inspection of sample, the swage and attachment area were as expected. However, it was noted that the needle was bigger than the correct size for the product code, needle type characterization was performed. The characterization of the sample was conducted and the following was observed: the sample was measured in needle diameter, point type, needle type, needle radius/curvature and angle did not belong to product code. Also, the suture was measured in diameter suture and length and the structure of the strand is correct to the product code. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this batch. According the sample condition, the assignable cause of the assembly - incorrect component is a mixed needle.

Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. The product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that a patient underwent a radical prostatectomy on (B)(6) 2018 and suture was used. During the procedure, it was found that the shape of the needle was sh though the correct shape is rb-1. There were no adverse consequences to the patient. No additional information was provided.